Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the 6tb45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a semi-open gastrectomy, the powered stapler and the another linear cutter blue cartridge were used to anastomose between the stomach and the duodenum. In the powered stapler, there were malformed staples in the middle of the staple line at the second firing. The cartridge was gold. In the linear cutter's blue cartridge, there were malformed staples from the distal end to the middle on the staple line. The cartridge was blue. The shapes of malformed staples were lumbricoid and straight legs in both devices. Another device was used to complete the case. There were no adverse consequences to the patient.